Event description:
A hospital in (B)(6) reported to a fisher & paykel field representative that water leaked at the connection of the bag spike and water feed tube of an mr290 humidification chamber after six days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and was visually inspected and performance tested by connecting it to a water bag. Results: inspection of the complaint feedset tube and water bag spike revealed that there was sufficient glue on the feedset tube but the glue was only partly bonding. During the performance test a drop of water began to build at the connection between the feedset tube and the water bag spike, confirming the location of the leak. A lot check revealed no other complaints of this nature for lot 130715. Conclusion: we were unable to determine the cause of the reported fault, although past investigations have shown that the problem has been caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).